Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 239 mg/dl while using the infusion sets. His normal blood glucose range is 70-140 mg/dl. He bolused 3 units of insulin to lower his blood glucose. The infusion set had been in use for 8 hours. He stated he did not notice any bent cannulas or leaking. The patient called back on (B)(6) 2011 and stated the cannula was bent near the adhesive when the headset was removed. The headset had been in place for 2 days. He inserted the headset using the insertion device. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.